Manufacturer narrative:
Date of birth not provided, weight not provided, device product code not available, lot number not provided, therapy date unknown, email address not provided, device manufacture date unavailable. Product not returned to manufacturer.

Event description:
Doctor indicated fracture of the unknown biomet screw. Implant was removed.

Manufacturer narrative:
One nanotite certain® implant was returned for inspection. The implant shows large signs of damage at the crest of the threads. The internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i titanium abutment screws, it is recommended to torque at 20ncm. Complaint indicates screw fracture, which necessitated implant removal. Inflammation was also reported. The alleged event was confirmed following inspection. A root cause for the complaint could not be determined. The following section has been corrected: device available for evaluation change ¿no¿ to ¿yes.¿